Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a nurse. This case concerns an (B)(6) female patient who developed knee swelling, knee went septic after receiving treatment with synvisc one and later the patient passed away. No medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient had steroid injections in both knees. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once (dose, batch/lot number and expiration date: not provided) in an unspecified knee for osteoarthritis. It was reported that the patient developed swelling, 72 hour after injection; her knee was washed out and then the knee went septic. On an unknown date, the patient passed away. The patient's family asked if there were any problems with particular lot. Corrective treatment: washed out the knee for knee swelling; not reported for knee went septic outcome: unknown for knee swelling and knee went septic. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for knee went septic; required intervention for knee swelling additional information was received on 22-feb-2016. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-feb-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated 22-feb-2016: this case concerns a female patient who received treatment synvisc one injection and her knee went septic and she passed away. The causal relationship between the product and the events has been considered to be unlikely related. Since, the knee was washed out for knee swelling, so it could be a confounding factor for knee sepsis. However lack of information regarding patient's medical history, autopsy details, concomitant medications and other risk factors precludes the complete medical case assessment

Event description:
This unsolicited device case from united states was received on 17-feb-2016 from a nurse. This case concerns an (B)(6) year old female patient who developed knee swelling, knee went septic after receiving treatment with synvisc one and later the patient passed away. No medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient had steroid injections in both knees. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once (dose, batch/lot number and expiration date: not provided) in an unspecified knee for osteoarthritis. It was reported that the patient developed swelling, 72 hour after injection; her knee was washed out and then the knee went septic. On an unknown date, the patient passed away. The patient's family asked if there were any problems with particular lot. Corrective treatment: washed out the knee for knee swelling; not reported for knee went septic. Outcome: unknown for knee swelling and knee went septic. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for knee went septic; required intervention for knee swelling. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2016: this case concerns a female patient who received treatment synvisc one injection and her knee went septic and she passed away. The causal relationship between the product and the events has been considered to be unlikely related. Since, the knee was washed out for knee swelling, so it could be a confounding factor for knee sepsis. However lack of information regarding patient's medical history, autopsy details, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from united states was received on (B)(6)-2016 from a nurse. This case concerns an (B)(6) year old female patient who developed left knee swelling, knee went septic/ left knee got septic, left knee effusion after receiving treatment with synvisc one and later the patient passed away. No medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient had steroid injections in both knees. On (B)(6)-2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 5rse015 and expiration date: 31-mar-2018) for osteoarthritis left knee. On an unknown date in (B)(6)-2015, 72 hours after injection, the patient developed left knee swelling; knee was washed out and then her knee went septic. The patient had an incision and drainage (I and d) of her left knee which was done by another physician at the hospital. It was reported that the patient was transported to another hospital and died within 72 hours of the injection. It was unknown if an autopsy was performed. Corrective treatment: washed out the knee for left knee swelling; incision and drainage for left knee effusion; not reported for knee went septic/ left knee got septic outcome: unknown for left knee swelling, left knee effusion and knee went septic/ left knee got septic (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for knee went septic/ left knee got septic; required intervention for left knee swelling additional information was received on 22-feb-2016. Ptc results were added and the text was amended accordingly. Additional information was received on 18-mar-2016. Patient's age was updated. Suspect product start date and indication was updated and it's dose, batch/lot number and expiration date was added. Event verbatim of knee went septic was updated to knee went septic/ left knee got septic and knee swelling was updated to left knee swelling and start date of both events was added. Additional event of left knee effusion was added along with details. Date of death was added. Clinical course was update. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 18-mar-2016: this case concerns a patient who received treatment with synvisc one injection for osteoarthritis left knee and later her left knee got septic ans she passed away. The causal relationship between the product and the event has been considered to be possibly related. Since, the knee was washed out for knee swelling, so it could also be a confounding factor for knee sepsis. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from united states was received on 17-feb-2016 from a nurse. This case concerns an (B)(6) year old female patient who developed left knee swelling, knee went septic/ left knee got septic, left knee effusion after receiving treatment with synvisc one and later the patient passed away. No medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient had steroid injections in both knees. On (B)(6)-2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 5rse015 and expiration date: 31-mar-2018) for osteoarthritis left knee. On an unknown date in (B)(6)-2015, 72 hours after injection, the patient developed left knee swelling; knee was washed out and then her knee went septic. The patient had an incision and drainage (I and d) of her left knee which was done by another physician at the hospital. It was reported that the patient was transported to another hospital and died within 72 hours of the injection. It was unknown if an autopsy was performed. Corrective treatment: washed out the knee for left knee swelling; incision and drainage for left knee effusion; not reported for knee went septic/ left knee got septic outcome: unknown for left knee swelling, left knee effusion and knee went septic/ left knee got septic. (B)(4). The production and quality control documentation for lot # 5rse015 expiration date (03/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse015 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 24-may-16, a total of (B)(4) complaints are on file for lot # 5rse015: (B)(4) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: important medical event for knee went septic/ left knee got septic; required intervention for left knee swelling additional information was received on 22-feb-2016. Ptc results were added and the text was amended accordingly. Additional information was received on 18-mar-2016. Patient's age was updated. Suspect product start date and indication was updated and it's dose, batch/lot number and expiration date was added. Event verbatim of knee went septic was updated to knee went septic/ left knee got septic and knee swelling was updated to left knee swelling and start date of both events was added. Additional event of left knee effusion was added along with details. Date of death was added. Clinical course was update. Text was amended accordingly. Additional information was received on 25-may-2016. The ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 25-may-2016: the follow up information received does not change the overall case assessment. Sanofi follow up company comment dated 18-mar-2016: this case concerns a patient who received treatment with synvisc one injection for osteoarthritis left knee and later her left knee got septic ans she passed away. The causal relationship between the product and the event has been considered to be possibly related. Since, the knee was washed out for knee swelling, so it could also be a confounding factor for knee sepsis. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.